Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had no insulin delivery on the insulin pump. Customer's blood glucose level was 123 mg/dl. Customer stated that the pump was saying the insulin was delivered, but his blood glucose level was not going down. Customer was advised to remove the set from their body. Customer changed out the set. Customer ate food. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was advised to call his health care professional. Customer fell down and is taking tylenol and is doing fine. Customer has the pump in his pocket. The incident was non-diabetic related. No additional information provided.